Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot(s) met all pre-release specifications. The gore® tag® thoracic endoprosthesis instructions for use, warns that potential device or procedure related adverse events include aneurysm enlargement.

Manufacturer narrative:
(B)(4). Manufacturing evaluation results will be provided once they are completed.

Event description:
On (B)(6) 2011, this patient underwent an endovascular procedure using a gore tag thoracic endoprosthesis (tgt3115/7302538) to repair rupture of a pseudoaneurysm at the distal anastomosis site of a surgical graft from total aortic arch replacement. It was reported that the proximal neck of the device was placed within the surgical graft at the aortic arch. No issues were reported during the procedure. The patient tolerated the procedure. On (B)(6) 2011, post-operative follow-up imaging revealed a type ii endoleak of unknown origin. The diameter of the aneurysm was 69mm. The physician elected to monitor the patient. On (B)(6) 2011, the patient was discharged. Subsequent follow-up imaging showed that the endoleak was resolved with no additional procedure and the aneurysm shrunk to 55mm; however on (B)(6) 2013, two year follow-up imaging revealed an endoleak of unknown type and the aneurysm enlarging to 60mm. The physician elected to monitor the patient. Subsequent follow-up imagings showed that the endoleak was resolved with no additional procedure, and the diameter of the aneurysm was 63mm. On (B)(6) 2015, follow-up imaging identified fistula of bronchi or lung (coded 5500-c) with air leaking into the aneurysm sac causing it to enlarge. The cause of the fistula was reportedly not device or procedure related. On (B)(6) 2015, an additional procedure was performed to treat the fistula. Non-gore stent graft was additionally implanted, muscle plombage with latissimus dorsi was performed around the aneurysm, and pneumothorax was repaired. The patient tolerated the procedure. On (B)(6) 2016, five year follow-up imaging showed that the fistula was resolved, and the diameter of the aneurysm was 30mm. No further information is available.